Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased pain, increased anxiety and neurological symptoms of the right lower extremity. The severity was noted to be "moderate". The pump motor was stalled. Error code 8476 was seen on the ptm (personal therapy manager). The outcome of the event was reported to be "ongoing". The device system was used to deliver fentanyl, baclofen, and bupivacaine. A f/u report will be sent when add'l info becomes available.